Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: liquid and fibrous foreign matter adhering inside the scope connector receptacle. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a noise image and momentary blackouts occurred. The issue occurred during sedation (device outside patient) of an unspecified therapeutic procedure, that was completed with the same device. There were no reports of patient harm.